Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have seen their healthcare provider, and they believe the insulin might have gone bad and or exposed to extreme temperatures. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 382mg/dl. The customer states they have been treating high levels with manual injections. Troubleshoot for the high level was conducted. The customer was advised to monitor the device and call back if any issues arise.